Event description:
Incident occurred during a biliary dilatation procedure on a pt with primary sclerosing cholangitis. The device was used through a metal tip cannula. Upon removal it was noted 2cm of the distal coating sheared off and remained in the pt's hepatic system. An unsuccessful attempt at flushing the segment out followed. The following day retrieval attempts were again unsuccessful utilizing a variety of devices. The segment of coating remains in the pt & the pt's condition is good.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.